Manufacturer narrative:
Review of the diagnostic report on 25-mar-2021 at 7:48 am generated 120e (low minute ventilation) and 120f(low tidal volume), and another episode of 120f(low tidal volume) at 7:49 am. A philips authorized service representative performed a performance verification test. The device passed all performance assurance tests and met full manufacturer specifications. It was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause could not be determined.

Event description:
While in clinical/therapeutic use, the v60 ventilator was alleged to have provided incorrect volume delivery (unspecified) with noted failure to provide alarm notifications (unspecified audible or visual alarm failure). The patient was subsequently removed from the malfunctioning ventilator and placed onto a backup device (make/model unspecified) with noted desaturation of peripheral oxygenation (spo2) to an unspecified extent. The device was in clinical/therapeutic use at the time of the alleged event. The patient was removed from the malfunctioning ventilator and placed onto a backup device (make/model unspecified). The patient experienced noted desaturation of peripheral oxygenation (spo2) to an unspecified extent.